Event description:
It was reported that during an unk procedure, the surgeon alleges that the clip indicator did not change color until the 15th clip and the jaws jammed on the vessel. There was no adverse pt consequence.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.